Manufacturer narrative:
The lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise. The device was reprogrammed to aair and the patient then experienced wenckebach behavior. The device was left programmed aair and a revision procedure was planned. Approximately three weeks later, this rv lead was surgically abandoned and replaced. It was noted that the noise on the rv lead was oversensed, resulting in pacing inhibition that did not result in asystole for the patient. No additional adverse patient effects were reported.